Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that there was a small delay in the procedure. It was further reported that the broken piece was retrieved from the pt.